Event description:
It is reported the system was not powering up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wires in main terminal were evaluated and reseated. The system was tested and found to be working as intended and returned to service.